Manufacturer narrative:
Vyaire complaint #: (B)(4). Summary of investigation: the vyaire factory service dept. Received the suspect component and performed an investigation. The reported issue could not be duplicated. The failure analysis laboratory technician reviewed the investigation performed by the factory service dept. And agreed with the findings. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). The suspect device/component has been received by vyaire. An investigation is currently pending. Once the investigation is completed, a follow up report will be submitted with the results of the investigation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen intermittently goes blank. The customer stated there was no patient involvement associated with this event.